Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the patient death. It was reported that one mitraclip was implanted in the patient on (B)(6) 2013 reducing mitral regurgitation grade from 4 to 1. In the year 2016, the patient expired of unknown cause. The relationship of the mitraclip to the death is unable to be assessed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. This event was reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, the death is reported more than 2 years following successful mitraclip implantation with effective mitral regugitation (mr) reduction. As no adverse event or evidence of device malfunction was reported during follow up, any relationship with the device is very unlikely. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a left brain mass on (B)(6) 2015 and was admitted to the hospital with two episodes of expressive aphasia. CT and MRI of the brain showed masses in the left frontal brain. The patient refused invasive procedures and further testing. The condition was treated with steroids and the patient was discharged home on (B)(6) 2015. The brain mass may have contributed to the patient death. No additional information was provided.